Event description:
Pseudoaneurysm following angio-seal closure. Patient require surgical repair of pseudoaneurysm. Lower gastrointestinal bleed as preoperative/postoperative diagnosis. No complications and 5ml of blood loss. Procedure findings: active extravasation into a colonic diverticulum from a tiny branch of the left colic artery, resolved after coil embolization. Specimens: no. Condition of patient: the patient was transferred in stable condition.